Event description:
It was reported to boston scientific corporation that a ultraflex esophageal covered stent was implanted during a stent placement procedure on an unknown date. Post procedure a hole was identified in the stent body and stent covering. The ultraflex esophageal covered stent was removed from the patient. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplement MDR will be filed.

Manufacturer narrative:
A deployed stent only was returned for analysis. A visual examination of the returned stent found that the stent cover was not present. The cover was returned separate to the stent and was severely damaged along its length. A piece of the flared end of the stent had broken off and was still attached to the stent cover. It was noted that the stent had been turned inside out, probably upon removal from the patient's body. The green retention suture at both ends of the stent were broken. Microscopic examination of the threads noted that they appeared frayed at the point of break. It was noted that stent wires at the flared end of the stent were damaged. What appeared to be ingrowth/overgrowth was present at several areas along the length of the stent. No other issues were noted with the device. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ultraflex esophageal covered stent was implanted during a stent placement procedure on an unknown date. Post procedure a hole was identified in the stent body and stent covering. The ultraflex esophageal covered stent was removed from the patient. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplement MDR will be filed.